Event description:
It was reported that pump experienced malfunction alarm that displayed malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump using provided instructions, did not experience repeat of malfunction after reset, was advised to continue using pump and to call back if malfunction code recurred, and acknowledged understanding of these instructions.